Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician wanted to reposition the right ventricular (rv) lead but could not get the screw to retract. They were able to pull the lead out eventually,and it was replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The analyst noted that the lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.